Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube cap popped off and the sample was lost. There was no report of patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood collection the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube cap popped off and the sample was lost. There was no report of patient impact.